Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to mild diabetic ketoacidosis on (B)(6) 2018 around 6 to 7 pm. The customer's blood glucose at the time of admission was unknown. The customer experienced symptoms such as fever, diarrhea and nausea. The customer was treated with insulin pump and manual injection. The customer was wearing the insulin pump during the hospitalization. The customer¿s current blood glucose level was 197 mg/dl. The customer also reported blood at insertion site. The insulin pump will not be returned for analysis.